Event description:
Patient reported left side "pain, swelling," and "a knot.¿ physician later reported due to an "infection". Device has been explanted.

Manufacturer narrative:
The event of infection (unknown onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: infection.